Event description:
On (B)(6) 2011, this pt was implanted with gore excluder endoprostheses to treat an abdominal aortic aneurysm. During the advancement of a contralateral leg component, the sheath would not advance all the way due to calcium build up. The device was advanced without the sheath. The device would still not advance. As the device was being pulled back into the sheath, it deployed automatically. The device covered both hypogastric arteries. The device deployed lower than intended and had to be bridged with another device. The physician attempted to push the device up so that both hypogastric arteries would not be covered, but this was unsuccessful. The pt tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.